Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod dash insulin management system ¿ user guide: model: 18320. 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother reported that the cannula did not insert into the patient's skin upon activation. Mother thought the cannula may have either not completely deployed or retracted. She thinks the pink slide may not have moved all the way forward. The cannula was visible after the pod was removed. No changes to blood glucose levels noted. The pod was not worn.